Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pericardial effusion was observed during a device implantation due to a slight perforation caused by one of the repositioning attempts of the ventricle lead. The pericardial was low-grade and has degenerated/completely disappeared in a very short time, so that the intervention could be finished successfully. The patient condition was fine and stable.